Manufacturer narrative:
The backplane to coiled cord cable and coiled cord cable was returned to the getinge national repair center (nrc) for further evaluation. Inspection of the backplane to coiled cord cable was completed with no visual damage observed. Inspection of the coiled cord cable was completed with no visual damage observed. A technician of the getinge nrc connected the two cables together and installed the cables into the cardiosave test fixture serial number and tested the cables to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the unit shutting down. The cables passed testing. The cables will be delivered to sustaining engineering for further evaluation. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) suddenly stopped with no error message. The customer attempted the turn the iabp back on several times using the on/off switch; however, the problem did not resolve. The iabp was replaced to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The coiled cable and the backplane to coiled cord cable were evaluated by sustaining engineering and the following was reported: a visual inspection was performed on the returned coiled cable and it was observed that the plastic anti-rotation ribs on the amphenol/alden connector (j2) were sheared off which allowed the connector to rotate approximately 45 degrees. Each pin connection on the coiled cable was tested for continuity while the connector was being rotated. All pin connections were found to have proper continuity. No further action is required because the mating backplane to coiled cord cable that was returned under the same complaint was found to be defective. Based on the results of this evaluation, it can be concluded that the coiled cable was not the cause of the reported failure. Even though the connector's anti-rotation ribs were found to be damaged, allowing excessive rotation, the cable still passed continuity testing. The mating backplane to coiled cord cable that was returned under the same complaint was found to be defective. A visual inspection was performed on the returned backplane to coiled cord cable and no visible damage or contamination was found. Each pin connection on the backplane to coiled cord cable was tested for continuity. All pin connections were found to have proper continuity except for one. The rx- signal had an intermittent open connection while the cable was being flexed. The backplane to coiled cord cable was sent back to the nrc along with the coiled cable that was also returned under the same complaint to be retested which resulted in a failure. The backplane to coiled cord cable was examined further and when the heat shrink tubing was removed from the rx- wire at the j2 connector's solder pin connection, it was found that the wire conductor was broken off. The heat shrink tubing most likely kept the wire conductor in contact with the connector pin due to the fact that it passed initial testing at the nrc. Based on the results of this evaluation, it can be concluded that the broken rx- wire connection caused the reported failure. No further action is required because the cause of the failure was determined.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) suddenly stopped with no error message. The customer attempted the turn the iabp back on several times using the on/off switch; however, the problem did not resolve. The iabp was replaced to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to duplicate the reported issues. The fse confirmed that the display disappears after error code# 112. The fix the problem, the fse replaced the cable (console to backplane board) and cable (coiled) and performed running test without occurring any problems. The iabp was returned to the customer and released for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) suddenly stopped with no error message. The customer attempted the turn the iabp back on several times using the on/off switch; however, the problem did not resolve. The iabp was replaced to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site listed in is (B)(6) hospital. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) suddenly stopped with no error message. The customer attempted the turn the iabp back on several times using the on/off switch; however, the problem did not resolve. The iabp was replaced to continue therapy. There was no patient harm and no adverse event was reported.